Event description:
It was reported that a homechoice (hc) device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. This occurred during the dwell of peritoneal dialysis therapy. The alarm was resolved by cycling power to the hc device. The alarm log also showed the system error 2367 when it was reviewed. The patient would complete therapy by using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.